Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred with the interventional wire (enroute 0.014'' guidewire), which was covered with an unplanned additional stent. The procedure was completed, and the patient was neurologically baseline.